Event description:
Clinical study: ninety two days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.5mm, 70% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion without predilatation and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. The lesion was post dilated. There were no complications. The pt was discharged 4 days later on plavix & aspirin. It was reported by the site that 92 days after the procedure the pt expired from congestive heart failure. There was no autopsy. In the opinion of the physician the relationship of the death to the target vessel is unk.

Event description:
It was further reported that target lesion 1 was 20mm long, and reducing stenosis to 0% after stent placement. A small secondary cx branch was jailed with initial subtotal occlusion that subsequently opened to 90% efforts to wire this vessel were unsuccessful. Aggressive therapy for congestive heart failure was recommended including bi-ventricular pacing, an aicd, and medication therapy. The day after the procedure, a a bi-ventricular pacemaker and an aicd were placed. It was noted that the pt had hyponatremia during the admission which improved before discharge. The site reported that the pt died at home at there is no further information available.